Event description:
It was reported during the procedure that after the lead had been repositioned several times that the helix would no longer operate correctly. The lead was not implanted and there were no patient complications reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): helix/lobe distorted/bent, and blood noted on helix; the helix would not retract due to being distorted; full lead returned and analyzed.